Event description:
Reporter alleged blood measured 30 mg/dl back to back within five minutes of 60 mg/dl. It was reported customer did not feel any low glucose symptoms and no treatment was received as a result. Reporter stated using a relative's meter which measured within a normal range, value not provided, so no further actions were reportedly taken. A request was made for the return of the suspect device and replacement product was sent.